Event description:
It was reported that stent damage occurred. The 85% stenosed, 24x3.5mm, target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery. A 3.50 x 24mm synergy drug-eluting stent was advanced for treatment. However, the front end of the stent scratched the lesion and the stent strut were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at distal end of stent were lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 17.4cm distal to the distal end of strain relief as well as multiple kinks located at different places along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24x3.5mm, target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery. A 3.50 x 24mm synergy drug-eluting stent was advanced for treatment. However, the front end of th stent scratched the lesion and the stent strut were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.